Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 38 mg/dl. Customer treated their low blood glucose with food. Customer¿s current blood glucose level was 243 mg/dl. Customer advised they received a low battery alert for the first time. Customer was advised to monitor their blood glucose levels and the low battery alert and call back if issues persist.